Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Registry information: foreign country registry pertaining to the evaluation of axium detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other countries. Enrollment started in 2008; enrollment ongoing n=166; target 300 patients. MDR numbers: 2029214-2008-00207 to 2029214-2008-00237.

Event description:
Information from intl. Clinical trial database. Ruptured pericallosal aneurysm coiling with 9 coils. Qc-4-12-3d, qc-4-10-helix, qc-4-8-helix, qc-4-8-helix, qc-3-8-3d, qc-3-8-3d, qc-2-2-helix, qc-1.5-2-helix, qc-1.5-2-helix. Adverse event: vasospasm. Patient died.